Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2002; 5068-58 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the lead was capped due to lead malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.